Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center showed a color bar, followed by a white image; the video image could not be seen, and an error (e226) was displayed. The event had occurred during inspection for use. There were no reports of patient harm.